Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot a worldwide complaint database search found one additional previous report (B)(4) for pain against the provided product code/lot code combination. The pain can be attributed to the local reaction in this complaint, whereas the pain in (B)(4) can be associated to the reported adhesions and fibrosis. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016: patient underwent a left knee attune arthroplasty. The patella was resurfaced, and cement manufacturer was depuy. There were no complications noted. On (B)(6) 2019: patient underwent a left knee revision after presenting with knee pain and aspectic failure. The femoral and tibial components were revised with minimal bone loss. The patella was noted to be well fixed without excessive wear and wasn't revised. Hypertropic synovium was excised. Attune revision implants were placed during the revision. Doi: (B)(6) 2016; dor: (B)(6) 2019; left knee.